Manufacturer narrative:
Quest has contacted the initial reporter to request for a return of the sample and additional information. A follow up medwatch will be submitted if additional information is received.

Event description:
A report received states that as soon as the q2 device was connected to an IV catheter blood immediately started dripping out of the t-port.

Manufacturer narrative:
The complaint samples were misplaced and could not be evaluated a 24 months complaint history review was conducted and no similar complaint was found for this device. The device history records was also reviewed and no anomalies were found. The device met all manufacturing specifications including the backpressure specification of 30 psi. The root cause of the reported complaint condition is unknown. Quest will continue to monitor complaint trends for the reported complaint condition.